Event description:
Healthcare professional reported left side rupture. The device has been explanted, replaced, and will not be returned due to event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b6, d4, h4, h6. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted, replaced, and will not be returned due to event.